Manufacturer narrative:
No product is being returned for evaluation. There has been no direct link between staph infections and the endobutton.

Event description:
Sales representative reported that a patient presented 3 weeks post-op with a "staph epidermis". It is unknown what was being used for the loop. E-mail confirmed that the surgeon took out the endobutton that was originally put, on the following month, other implants used were arthrex screws and arthrex fiber loop. Patients were treated with oral and IV antibiotics. All patients are cleared of their infections.